Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In additional the evaluation identified, the video connector latch was worn out, causing poor connection with pigtails. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the power switch on the evis exera iii video system center was stuck in the in position. The issues occurred during preparation for use for an unspecified diagnostic procedure. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, power could not be turned on due to faulty power switch. The cause of the faulty power switch could not be identified. Olympus will continue to monitor field performance for this device.